Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest documented blood glucose of 54 mg/dl after several hours without food, and the user briefly disconnected from the pump and self-treated with oral carbohydrates; the user expressed concern about excessive insulin delivery and later requested an alternative infusion set due to tremors and dexterity issues. Symptoms included feeling tired without other acute neurological or systemic effects. Outcomes included self-treatment with sugar packets, recovery of glucose into the target range during follow-up, no need for professional medical intervention, and no hospitalization. Investigation included customer support review, follow-up consultation regarding dosing and chart review, user education on low-glucose treatment and keeping the device connected, and provision of contact detach infusion sets to address usability concerns. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set failure; available information supported a hypoglycemic event of unclear cause potentially influenced by prolonged fasting and user pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.